Event description:
It was reported that the patient was admitted to the neuro intensive care unit with fever, altered mental status and possible seizure. The pump was alarming, critical alarm, and the physician interrogated pump. It was discovered that the patient had missed his refill and the pump was empty. The patient was reported to be likely in withdrawals and the pump was to be refilled. This device system delivered baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w lot# l70872, implanted: 1999 (B)(6); product type catheter. (B)(4).